Event description:
A customer reported an occlusion alarm. The customer's blood glucose level was "high"; however, the specific value was not provided. To address the issue, the customer administered a correction injection via multiple daily injections (mdi). Ultimately, the customer reverted an alternate method of insulin delivery.